Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation. The pt received a treatment on (B)(6) 2014 at 19:33:31. The rhythm at the time of the treatment was sinus tachycardia at 107 bpm. Multiple counting of the rhythm contributed to the false detection. A nurse was present and the pt was reported to have been unconscious and having a seizure at the time of the treatment. The response buttons were not pressed during the entire event. The pt is to remain in the hosp and continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt remained in the hosp and is to continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4), 07/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) trial (B)(4).